Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on the printed circuit board assembly was inspected and properly connected. The insulin pump scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received stuck button alarm. The customer's blood glucose was 82 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.